Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - a2, a4, h6 (type of investigation and medical device problem code) and d10.

Manufacturer narrative:
Additional contact information: (B)(6). It was reported by the customer through the emergency support program that poor arterial waveform quality on a cardiosave intra aortic ballon pump(iabp) with a sensation plus catheter. The pump was working with no alarms, and the patient remained stable. Customer was unable to confirm inner lumen flow, so esp person guided her through switching to the transducer, which showed a flat arterial waveform with very high pressures. Esp person advised her to contact a provider to check the inner lumen for a possible clot and to update the attending physician. Because the catheter was placed axillary, esp person could not advise on positioning. Therapy continued, customer agreed with the plan, and she could not provide the serial number of the previously removed catheter. No harm or injury to the patient was reported. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. This can occur due to membrane stress (e.g., folding or resistance), patient-related factors such as plaque abrasion. No escalations required. The failure mode is addressed in the risk file, labeling covers corrective actions, and the device operates within its risk profile. No evidence of non-conforming or counterfeit product.

Event description:
It was reported by the customer through the emergency support program that poor arterial waveform quality on a cardiosave intra aortic ballon pump(iabp) with a sensation plus catheter. The pump was working with no alarms, and the patient remained stable. Customer was unable to confirm inner lumen flow, so esp person guided her through switching to the transducer, which showed a flat arterial waveform with very high pressures. Esp person advised her to contact a provider to check the inner lumen for a possible clot and to update the attending physician. Because the catheter was placed axillary, esp person could not advise on positioning. Therapy continued, customer agreed with the plan, and she could not provide the serial number of the previously removed catheter. No harm or injury to the patient was reported.